Event description:
On 10/01/04, the pt's daughter contacted lfs on her behalf alleging that the pt's one touch ultra meter would not power on. The pt has last tested with the meter prior to that day, at 12:00 pm. She was not experiencing any symptoms of high or low blood glucose level at the time of concern. The pt took no actions following the attempted use of the meter. She contacted her physician for advice, when the reported meter would not power on. She was advised to contact lfs and was given no treatment. The customer svc rep verified that the test strips were correct and the meter powered on with pressing the power button. The csr walked the pt's daughter through inserting a test strip into the test strip port and the meter did not power on. The pt neither alleged harm nor experienced injury or medical intervention. Based on troubleshooting conducted by the csr there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.